Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis. Visual inspection found no discrepancies. During analysis, functional test was performed, a syringe was set to infuse water into the bag. Leak was detected in the bag, specifically located in the top corner near the pump tube connection. Based on the evidence, the complaint was confirmed, and the problem source was noted to be manufacturing.

Event description:
Information was received indicating that during testing, a smiths medical cadd cassette reservoir leaked. No patient injury was reported, and no adverse effects were reported.